Event description:
During evaluation of a home choice cassette, damage was found. There was a portion of the sheeting on the cassette that was peeled off.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number s12h14075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An evaluation of the actual sample could not be conducted as the sample was not available. During evaluation of the photograph of the sample, it was noticed that the cassette sheeting was lifted in one of the corners. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.